Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have results below the acceptable range when tested. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/05/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another unspecified meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient could not be reached, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred during the afternoon of (B)(6) 2016. At this time the patient obtained a blood glucose reading of "300mg/dl" on the subject meter which was compared to a blood glucose reading of "200mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal dosage in response to the alleged product issue. The patient stated that they did not experience any symptoms as a result of the alleged product issue, but required healthcare professional treatment. The emergency medical services were called and the patient was given IV glucose an unspecified period of time later on the same afternoon as the alleged product issue occurred. Further details regarding this treatment were not provided during the initial call. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them requiring medical intervention in order to prevent serious harm.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.